Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre 2 sensor. As a result, the customer received medical treatment from anyone other than themselves, however, no further details regarding the medical event were provided at this time. Adc customer service is currently in the process of contacting the customer to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6).

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre 2 sensor. As a result, the customer received medical treatment from anyone other than themselves, however, no further details regarding the medical event were provided at this time. Adc customer service is currently in the process of contacting the customer to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.